Manufacturer narrative:
Date of report: 20aug2021. Reporter phone number - (B)(6).

Event description:
The customer reported that a ventilator displayed anomaly in the data display on the screen. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse reported that a malfunction with the touchscreen could not be found. Moreover, an issue with the navigation was confirmed. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported. Multiple attempts were made to obtain information regarding the device's context of use, but no response was received from the reporter and can not be determined. There were no parts received for evaluation. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.